Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32970. It was reported that the patient experienced itching and excess drainage at the lead site following a trial procedure. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the trial leads were pulled.